Event description:
Information was received that the cadd solis vip pump alarms wrong cassette and will not run. No reported adverse effects.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified. The event log showed error cassette not attached properly and high flow admin set latched, and cassette latch was opened on (B)(6) 2018. The upstream occlusion sensor will be replaced in service. Use testing was performed. The problem source is the faulty upstream occlusion sensor.

Manufacturer narrative:
From additional information provided by reporter; no patient was involved with this event.